Manufacturer narrative:
Qc results do not indicate a reagent issue. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Typical causes for this type of event include issues with sample quality or insufficient maintenance of the analyzer.

Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable low elecsys hcg + beta test system result for one patient sample. (B)(6). This result was believed to be correct. The patient was not adversely affected. The reagent lot number was 21015100. The expiration date was requested but was not provided. The field service representative found there was possibly sample contamination from the cobas p 612 pre-analytical system. He checked the system and reviewed the qc results which were all normal. The customer performed qc which was in range. Refer to the medwatch with (B)(6) for the cobas p612.